Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open wound on the back. The patient reported having difficulty carrying the equipment due to previous injuries. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments and reported the home health nurse cared for the wound. Follow up indicated the irritation improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open wound on the back. The patient reported having difficulty carrying the equipment due to previous injuries. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments and reported the home health nurse cared for the wound. Follow up indicated the irritation improved.